Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: assess access site for bleeding and hematoma.¿ ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
The user facility reported an 81-year male noted as high risk percutaneous coronary intervention was implanted with an impella cp device for mechanical circulatory support. The impella cp was inserted via the femoral artery and the site developed a hematoma. The patient was taken to the operating room (or) for treatment of the hematoma using vascular repair.

Manufacturer narrative:
The investigation of access site bleeding has been completed. The impella device was not returned for evaluation. The root cause of access site bleeding was most likely use issue since adding stitches resolved the issue. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-05699 b5 patient outcome and mso statement added d6a and d6b revised from the initial submission in accordance with updated procedures. F6/f8-should have been left blank. G1 reporting contact fax number missing. H6 component code revised from the initial submission in accordance with updated procedures.

Event description:
The decision was made to withdraw care and the patient expired. Per medical safety officer review use of the device cannot conclusively be associated with the outcome.